Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of mega 50cc balloon catheter central lumen waveform dampened to flat, and upon assessment blood was observed in catheter and helium line. No alarms were noted. No harm to the patient was reported.